Manufacturer narrative:
Submit date: 8/31/2017.

Event description:
The customer states that there was an issue with the enteral feeding pump; the screen was blank.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿blank screen¿. The unit was triaged and the reported issue was confirmed. During the investigation it was found that the root cause for this was due to a fracture in the black strip of the lcd screen. The lcd screen was investigated further; the top side of the black strip on the lcd screen was found to be fractured. The original lcd was taken out of the device and a test lcd screen was installed. The device was powered on and the display worked properly, isolating the issue to the original lcd. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.